Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad partially melted and partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present.

Event description:
It was reported that during an unknown procedure, the tissue pad melted. Another device was used to complete the procedure. There was no patient consequence.